Manufacturer narrative:
(B)(4) section d4: complete device information was not provided by the healthcare facility. Section g4: the 950aeu respiratory humidifier is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k220703. Section h11: f&p healthcare have requested further information about the reported event, including information about the patient condition, sequence of events, and the subject 950 respiratory humidifier. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) healthcare field representative an event involving an f&p 950 respiratory humidifier. The healthcare facility reported that while receiving invasive therapy via the 950 respiratory humidifiers, a patient experienced a blocked endotracheal tube (ett). It was reported that the decision was made to extubate and reintubate. The ett was removed; however, reintubation was delayed due to the presence of a mucous plug in the patient's airway. The mucous plug was removed by an ent doctor 15 minutes after the ett was removed, and the patient was successfully reintubated. There has been no indication that the subject 950 respiratory humidifier malfunctioned. F&p healthcare have requested further information about the reported event, including information about the patient condition, sequence of events, and the subject 950 respiratory humidifier.